Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father states that his son had a critical pump error and started making noise when he was swimming. Wasn't dropped or bumped but caller notices possible crack on screen. Customer states a few weeks ago he woke up with blood glucose levels around 500 mg/dl and was throwing up. Adv the pump will need to be replaced due to crack and exposure to moisture. The device will be returned.

Manufacturer narrative:
Insulin pump had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, selftest and displacement accuracy test due to unresponsive blank display. Insulin pump received with scratched lcd window. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.